Event description:
A gore thoracic endoprosthesis was implanted to treat a mva patient. Following the implant procedure, the patient developed indeterminate adverse effects. Imaging revealed stent wire longitudinal fractures of the device. Two days post imaging implant; the physician explanted the device and surgically repaired the aorta. At the present time, additional information is not available.